Event description:
It was reported that during an unspecified procedure, the tip of the pt2 guidewire detached and remains in the pt. The lesion was located in the first diagonal branch (d1). The pt2 guidewire was inserted into the d1, during an intense contraction of the heart, the tip of the wire detached and remains in the d1 branch. The procedure was successfully completed with a maverick2 monorail balloon catheter and a cypher stent. No pt injuries or complications were reported. Pt status is reported as "fine." Add'l info has been requested.

Manufacturer narrative:
The device has been returned, but the investigation is currently in progress. A supplemental medwatch will be submitted upon completion of the investigation.